Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced bradycardia at a rate of approximately 40 bpm. Upon review of the patient's system loss of capture (loc) at maximum device output, noise, and high out-of-range pace impedances were observed in bipolar configuration; lead fracture was suspected but not confirmed. The system was tested in unipolar and capture was achieved at 0.5v @ 0.4ms and a normal pace impedance. The physician elected to leave the device programmed to unipolar and reprogrammed device sensitivity. No additional adverse patient effects were reported. This system remains in service.